Event description:
A customer contacted beckman coulter, inc. (Bec) to report obtaining an erroneously high platelet (plt) result of 234 on a coulter act 5diff autoloader (al) with no parameter specific instrument generated flag for one (1) patient sample. The sample was initially run on an alternate instrument and recovered plt of 67 with no parameter specific instrument generated flag, but did have a system flag for excessive debris. The customer performed a manual differential and ran the sample again on the alternate instrument. No flags were generated on the alternate instrument upon the repeat. The manual differential confirmed the plt result of 67. The erroneously high plt result was reported out of the lab. The operator determined the 67 plt result was the correct result as it was confirmed by a manual estimate and was consistent with the patient's history. A corrected report was sent out. The customer did not report any death, injury, or change to patient treatment associated or in connection with this event.

Manufacturer narrative:
Patient sample consisted of whole blood in a 4ml greiner edta tube stored for 1 hour 15 minutes at room temperature. Controls run before and after the event recovered within range. The unit was performing within qc specifications with respect to controls (accuracy) and reproducibility (precision). The instrument was operating in the cassette mode. The instrument was manufactured after completion of the recall z-1979-2011. The customer did receive labeling as stuffer letter (pn b05394) of (B)(4) 2011 with the instruction, "do not analyze specimens using the autoloader. Instead, analyze your samples uncapped (open vial) using the manual (stat) mode." Service was not dispatched for this event. A clear root cause is unknown. However, cause may be attributed to the customer operating the instrument in the cassette mode.